Event description:
Reported that an elderly female pt, 80 years old, was in her wheelchair in a room with another pt when she released her pelvic holder, got out of her chair unassisted and fell, breaking her hip.

Manufacturer narrative:
The product was not preserved by the hospital after the incident and therefore is not available for eval. Note: this medwatch report is based solely on the customer's reported incident. (B)(4).